Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2004 dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right ventricular (rv) lead undersensing during a ventricular fibrillation (vf) episode and small r waves were noted. The patient was symptomatic during the episode, coded, and required cardiopulmonary resuscitation. It was noted the undersensing appeared to be due to the nature of the vt and interaction with the auto-adjusting sensitivity of the sense amplifier. The patient's medication was changed to better manage the arrhythmia. There was no changes made to the rv lead and it remains in use. No further patient complications have been reported as a result of this event.